Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, there was a pinched pulse wire that became exposed pulse wire inside the distribution node (dn). The exposed wire induced thermal damage to the u713 and esd700 components inside the dn. The root cause of the pinched wire cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.